Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, drainage, and infection extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient was prescribed bactrim (800 mg) and cefadroxil (500 mg) for the skin reaction. The patient stated the skin reaction had ¿cleared up for the most part¿ at the time of report. No additional patient or event information is available.